Event description:
It was reported that a surgical revision was performed on this pacemaker system due to loss of capture (loc) and high thresholds. This is all the information received, and additional information has been requested. At this time, the device and both leads remain implanted and in service. Outside of the revision, no adverse patient effects were reported. Received additional information the pacemaker system was repositioned successfully and remains implanted and in service. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that a surgical revision was performed on this pacemaker system due to loss of capture (loc) and high thresholds. This is all the information received, and additional information has been requested. At this time, the device and both leads remain implanted and in service. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that a surgical revision was performed on this pacemaker system due to loss of capture (loc) and high thresholds. This is all the information received, and additional information has been requested. At this time, the device and both leads remain implanted and in service. Outside of the revision, no adverse patient effects were reported. Received additional information the pacemaker system was repositioned successfully and remains implanted and in service. Outside of the revision, no adverse patient effects were reported.